Manufacturer narrative:
Additional information was received on july 12, 2022. The left implant was replaced with a 425cc mentor memorygel breast implant, catalog # 3504251bc, serial # (B)(6). The right implant was replaced with a 475cc mentor memorygel breast implant, catalog # 3504751bc, serial # (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The date of explant was provided to mentor on (B)(6) 2022. Explant was performed on (B)(6) 2022. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 8, 2022. The investigation of the returned device was completed by the failure analysis lab on june 24, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. Additionally, a tear was noted within the shell abrasion measuring approximately 3.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced spontaneous bilateral rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient had a previous rupture reported under 1645337-2021-10543. See 1645337-2021-10567 for contralateral prosthesis report.